Event description:
During percutaneous coronary intervention (pci) of the left main coronary artery (lmca), the physician pre-dilated the proximal left anterior descending artery (lad) with a 2.5x20mm voyager balloon up to 8 atmospheres (atm). Due to sub-optimal results, the physician deployed a 2.75x23mm cypher select stent over the lesion at 14 atm. However, after deploying the stent, the balloon catheter was difficult to retract. There was no pt injury and the device was going to be returned for analysis.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. The product has not been returned for analysis. Additional information has been requested and will be submitted within 30 days upon receipt.